Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-35 lead, implanted: (B)(6)2012; 6947m55 lead, implanted: (B)(6) 2012. (B)(4)

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was at elective replacement indicator (eri) and did not meet expected longevity. It was also reported that the left ventricular (lv) lead had high impedance since implant. Fracture was suspected. The lead was programmed off and subsequently capped. The lead was not replaced due to system downgrade. No patient complications have been reported as a result of this event.